Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that the insulin pump has not been giving boluses. Customer stated that she checked the records and that it indicates that the pump was not delivering. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.